Event description:
Patient developed abscess/infection in left underarm 4 to 5 days after treatment. Prescribed IV antibiotics, then went on course of oral antibiotics. Purulent drainage from small area 9 days post-treatment. Status as of 11 days post treatment is patient is much better, no drainage, finishing oral antibiotics

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.

Event description:
Patient developed abscess / infection in left underarm 4 to 5 days after treatment. Prescribed IV antibiotics, then went on course of oral antibiotics. Purulent drainage from small area 9 days post-treatment. Infection healed as expected within three months. Six months after report, patient notes that there is a residual 3-4cm scar in his underarm that seems to be fading. There is no impairment; he is not bothered by it but would not expect that others would consider it trivial.